Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch form with uf/ importer report # (B)(4) was received on 05apr2019 with the following information: a (B)(6) year-old female patient had pins slipped on the patient¿s head causing lacerations during an emergency craniotomy procedure in (B)(6) 2019. The a1059 mayfield modified skull clamp was changed and the patient was re-pinned. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that the event happened on (B)(6) 2019 . The clamp was changed and the patient was repinned. The lacerations were stapled and dressings were applied. The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review could not be performed since lot number and serial number were not provided. The reported complaint was not confirmed. Device identifier number: (B)(4).

Event description:
N/a.